Event description:
It was reported that the right ventricular (rv) lead was noted with increased threshold to high values, no capture, and decreased sensing since implant. A revision was performed to reposition the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419678 lead, implanted: (B)(6) 2014; 5076-52lead, implanted (B)(6) 2014. (B)(4).